Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated they had researched whoever was putting up satellite towers is throwing defibrillators off. They reported they were so swollen because they lived near the towers and they wanted the device removed. Expectation risks of commercial broadcasting towers were reviewed, it was reviewed that this was not expected to cause swelling at the ins site. The patient was provided healthcare provider listings as theirs had just moved and they wished to have the device removed. No further complications were reported or anticipated.